Event description:
It was reported that the device and right ventricular (rv) lead were explanted as a result of a system infection. The physician implanted a new system to resolve the event and the patient was stable with no additional consequences.